Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04286 & 04287).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, limited mobility, metal poisoning, and metallosis. Patient's legal counsel further alleges a revision procedure has been recommended. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm a revision procedure, and no revision procedure has been alleged to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision procedure on (B)(6), 2014 due to elevated metal ion levels, discomfort and a vertical acetabular cup. Operative report further noted the presence of gray staining of the capsular tissue during the revision procedure. The modular head and acetabular cup were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, limited mobility, metal poisoning and metallosis. Subsequently, patient underwent a revision procedure on (B)(6) 2014. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm the revision procedure and which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was unknown at the time of the initial medwatch. Correction: (B)(6) 2014 was inadvertently reported as the date of a revision procedure and has been corrected in this report.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, limited mobility, metal poisoning, and metallosis. Patient's legal counsel further alleges a revision procedure has been recommended. A review of the invoice history confirmed the initial surgery date; however, an invoice could not be located to confirm a revision procedure, and no revision procedure has been alleged to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.